Manufacturer narrative:
(B)(4) b5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. App alerts functioned as intended, receiver was not sent back for analysis confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event around 03:28 pm, the patient was having a headache and noted that the cgm reading was around 70 mg/dl. No alert had sounded. Around 03:58 pm, the patient felt dizzy, confused and disoriented. The cgm reading was low, and when the patient took a fingerstick the blood glucose reading was 38 mg/dl. The patient sent a text message to her significant other who was also in the same house. Her significant other gave her milk and cheese. After treatment the patient recovered, and she did not seek medical attention. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.